Event description:
A physician reported a pt who was treated the first week of 12/97 (exact date unk) in the vermilion borders. On 1/9/98, the pt had swelling in her right upper vermilion border area, about twice the normal size. The pt had no pain, tenderness, or drainage in that area. The physician believed the swelling might be a possible infection at the treatment site and prescribed zithromax antiobiotic and oral prednisone on 1/9/98. The symptoms resolved in about two days, and the pt finished her course of zithromax and prednisone. Since that time, the pt had occasional swelling at the same area, again with no pain or tenderness. The physician believed that the pt might have an intermittent hypersensitivity to collagen. A forearm skin test was administered on 2/6/98 as a test for collagen hypersensitivity. As of 2/6/98, the physician had no further plans for medical or surgical intervention.